Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found, grommet was damaged; no anomalies found, grommet was damaged.

Event description:
It was reported that during the implant procedure, implant of the leads and two devices were attempted but not used due to oversensing on both devices. It was further reported that there was surface damage observed on grommets on both devices. No patient complications have been reported as a result of this event.